Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of ¿delayed nodules and swelling¿, "inflammation" and ¿nodules in the cheeks¿ in the areas of injection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: 4. Warnings ¿ treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Refer to the adverse events section for details. 5. Precautions ¿ as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. ¿ patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Refer to adverse events section for details. 6. Adverse events table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment. Possible treatment site responses include: tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration and itching. C. Other safety data postmarket surveillance juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® xc (also known as juvéderm voluma® with lidocaine) has been marketed outside the us since 2009 and in the us since 2013. The following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery.

Event description:
Healthcare professional reported that patient was injected in the cheeks and mandibles with ¿1 cc¿ of juvéderm voluma® xc. The patient experienced ¿delayed nodules and swelling" at the injection sites 9 days following the injection. It was reported that the "nodules in the cheeks are the main issue." The patient was first treated with prednisone and doxycycline 4 days following symptom onset. About 3 weeks later, vitrase was given as treatment. Three days after that, kenalog was added to vitrase treatment. Arnica was then given to the patient 6 days later. Two days after that, kenalog was again given and five days after that, vitrase was again added. One week later, healthcare professional treated the patient with azithromycin and prednisone. The next day, an ¿aerobic/anaerobic culture of aspirate¿ was performed showing ¿negative, no growth¿ and patient was prescribed ¿cipro¿ and a topical ¿n. Cream.¿ three days later, the area was ¿re-aspirated¿ and patient was referred to a different physician the following day. About 3 weeks later, another course of vitrase and kenalog were given to the patient. This treatment was repeated 9 days after that when it was reported that symptoms were ¿resolving.¿ however, one week later, another flare up occurred. ¿patient has had multiple flares of inflammation and nodules that completely resolve with vitrase/kenalog and then reappear.¿ three days after the last flare up, a ¿soft tissue CT scan¿ was administered showing negative results.